Event description:
Unomedical reference number 1827263 event occurred in canada on 02-feb-2024, it was reported that the patient faced a recurring insulin flow block leading to high blood glucose and she was not feeling good. Therefore, on (B)(6) 2024 at 12:00 pm, she went to emergency room due to high blood glucose level. Also, she had an autoimmune disease which contributed to her hospitalization as well. Her highest blood glucose level was 33 mmol/l. During hospitalization, the patient received insulin and pen intravenously in emergency room as corrective treatment. Further, the patient was released after staying for nine days in the hospital. Currently, her blood glucose level was 12 mmol/l. No further information was available.